Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that during routine inspection and testing the cs100 intra-aortic balloon pump (iabp) unit had inflation failure. There was no patient involvement and no harm reported. A getinge field service engineer (fse) during evaluation found that the data exceeded the specified range. After multiple tests, it was found that the data of the drive valve group exceeded the limit and needed to be replaced. Fse replaced the spare parts . After the replacement of the spare parts is completed, the performance test is carried out according to the factory requirements. After the test indicators meet the factory requirements, it is delivered for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine inspection and testing the cs100 intra-aortic balloon pump (iabp) an inflation failure occurred . After testing, it was found that the data deviation of the valve group was relatively large, and the driver needed to be replaced. There was no patient involvement reported.